Event description:
The ins was removed and replaced with a different model.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2 correction: img should be g02002. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on september 13, 2021. They reported the cause of the reported issues was not yet determined and nothing seemed to be working to resolve the issue. The rep noted the ins needs to last more than about 10 hours with the dtm programming, so the ins would need to be replaced with another device. Patient weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since the lead revision, see (B)(4), the patient has had dtm programming and is only getting 10 hours of stimulation when the tablet indicated 24 hours. The patient lets the device go down to about 20%. The caller also reported that the programming switch to high frequency, but the patient is only getting 18 hours of stim when the tablet told caller it should be 1.5 days. Additional information was received from the rep and it was reported caller stated patient has received replacement battery pack, controller and recharger and continues to have issues with the ins not accepting a charge and not holding a charge. At this point, caller speculated it is the ins that is problematic. Caller stated patient reported they charged for 2 hours last night and ins only got to 30%. Today, caller saw that controller showed excellent connection but patient reported they had been charging for an hour and ins still shows in the red. Caller attempted to interrogate ins today with the tablet but it is too low. Tss suggested to charge ins enough so that it can be interrogated with the tablet to review usage and recharging data as it appears that replacing external product is not working to resolve the issue. Tss suggested caller sit with patient to charge the ins to ensure it is being charged correctly. Tss reviewed that it would be patient's and hcp's decision if they would like to replace or explant the ins and if this is done. Received callback from rep as they were able to charge ins enough to interrogate with tablet. Caller stated ins was at 30% and has dropped to 20% during the session. Caller attempted to run check energy on group a that patient uses most often but tablet said ins was too low. Caller stated usage stats show patient uses ins as much as they can given charging/depletion issues and that there were 2 points of therapy unavailable. Caller provided the following recharge session information: (B)(6) good, 10-30%, 32 min (B)(6) fair, 10-40%, 1 hr 6 min (B)(6) fair, 10-20% 47 min (B)(6) excellent, 10-20% 25 min (B)(6) good, 10-80% 1.8 hr (B)(6) excellent, 10-60% 1 hr (B)(6) excellent, 70-100% 25 min (B)(6) 10-80% 56 min average ending - 50%, average recharge time, 56 minutes, average recharge interval, 8 hours. Caller stated that patient has seen that ins is 100% charged on their controller (even though session history doesn't indicate this), tss reviewed how controller displays charge level and that patient needs to continue charging until controller stops recharging and light stops flashing to signify it is truly fully charged. Tss had caller force controller to antenna locate screen which showed 66-66-66 while recharger was off the ins. The numbers appropriately changed to 66-92-93 while over the ins. Tss had caller check recharge speed which was set to the fastest (level 4). Tss reviewed how recharge quality on the controller may different from how the quality of the session is reported in the tablet information. Caller stated they are going to have patient charge over the weekend and will meet with them again on monday. Tss reviewed that considerations with settings and how not charging to 100% can lead to shorter interval than what may be expected. Tss reviewed that while its unknown what the recharge interval should be since it wasn't able to be calculated, there doesn't seem to be any obvious issue with charging/depletion. Tss suggested focusing on recharging education so that patient can charge with excellent connection in reasonable amount of time, charge to 100% and then be able to get the full recharge interval out of the ins so they aren't charging as frequently. Tss reviewed taking a picture or mark on patient's skin exactly how recharger is currently positioned so they can replicate position at home (given antenna locate numbers were showing 90s in this position). The rep called again about this case. The caller indicated that the patient's ins depleted 40% overnight, the patient charged at 12:30a and it was depleted at 6:30a the caller indicated that the programming was high frequency 1000hz 90us 1.5ma cycling 15 min on and 15 off. The rep adjusted the cycling to be 15 min on and 15 min off. The caller indicated that the recharge interval was 0.9 days and now he was getting an estimate of 1.2 days. The caller thought that his programming changes should have resulted in a more significant change in the recharge interval calculation. The caller indicated that the impedances were in the 1800ohms range. The caller will continue to work with the patient and the caller indicated that the patient is getting effective therapy. Additional information received. Rep reported patient's ins is depleting rapidly and now the patient reported that the ins depleted completely and he can't charge the ins. The caller was not with the patient at the time of the call. The caller indicates that he plans to follow-up with the patient at an appointment today (B)(6) 2021. The caller reviewed information that was previously reported in case (b)4) (md information taken from that case). The caller reviewed that the current therapy settings were 100hz and pw 500us 1ma and is getting excellent pain relief. Caller concerned about energy estimates that the tablet is providing for pt. Lowering pts settings markedly doesn't seem to alter the energy calculation use that much. Historically, pt using 1.x ma with dtm settings and it was lasting 1.5 days. Caller saw pt on (B)(6) and when caller initially checked energy calc during programming session yesterday, it was showing 0.9 days and lasting that long too. Ins was at 60% at time of visit. Caller changed pt's programming to simple bipole with 1 program using 1.5ma, 500us and 1000hz and got energy calc of 1.3 days; caller then lowered this program further to 1.2/1.3ma, 400us and 50hz and the energy estimate was 1.3 days. Caller expected bigger change in energy estimate than what tablet provided. Pt's bipole imped is 1820 and this imped has been consistent over time. Pt works as emt and having stim for just part of day has become problematic. Tss is going to get engineering involved for further input.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they are looking into replacing their implant (ins) because ins charge only lasts for a couple of hours. 6-7 hrs and ins goes dead. It takes several hours to charge the ins. Sometimes pt has to charge the ptm twice to get a full charge of ins and the charge only lasts 6-8 hrs. The issue started since implanted. The rep butch contacted medtronic a number of times and suggestions were offered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep stated the facility discarded the device. There was nothing wrong with the old device and it was performing as expected. Patient had the replacement done and everything is working fine.